Event description:
During an in clinic follow-up, it was noted that there were episodes of post-paced t-wave oversensing. Technical support was contacted and suspected fusion on the device. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.